Event description:
"Submission of this report by co is pursuant to the provisions of 21 cfr part 803, but not necessarily required thereby. Co expressly denies that any info contained in this report constitutes an admission that the device caused or contributed to a death or serious injury or that the device malfunctioned. Pursuant to part 360i (b) (3), this report shall not be admissable into evidence or otherwise used in any civil action" see product evaluation: pursuant to info received from the physician, the pt was bilaterally implanted with co saline devices on 5/13/96. On 6/29/96 the physician noted that the pt had developed an infection in the left breast and noted lymphadenopathy in the right breast. No add'l info regarding this occurrence is available at this time.